Manufacturer narrative:
The pump has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and stated that the patient has lost faith in the pump in conjunction with the cgm due to multiple cgm errors and insists on pump replacement. There is no allegation of a blood glucose excursion.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/16/2016 with the following findings: black box and cgm history show no activity outside of normal use. Test transmitter was paired with the pump correctly. Bg calibration of 120 mg/dl was accepted in both attempts within 2hr. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No eaw occurred during the investigation, unable to duplicate ¿multiple cgm errors¿ complaint..-rf test failed due ¿read fw rev¿ error. The pump¿s cover was removed; no intermittent condition was found to the cgm module or to the pcb. The battery compartment is cracked below the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.